Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device subsequent to sustaining a trauma. The device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery.